Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The cup impactor broke in 2 when the surgeon tried to back the cup out. Tha procedure delayed less than 5 minutes.

Manufacturer narrative:
Reported event: the event reported that a trident inline offset impactor and impaction platform broke during impaction. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: review of device history records indicate that the following number of devices on given date were accepted into final stock with no reported discrepancies. 25 on 12/22/2015, and 28 of 29 on 12/23/2015. The rejected device was dispositioned as "return to vendor" per qt 15-12-0072 on 04/01/2016. The non conformance was unrelated to the failure in this investigation. Complaint history review: review of complaints for p/n 209830, l/n 32882 within the trackwise database show 03 other complaints related to the failure in this investigation. The pr's are (B)(4). Conclusion: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
The cup impactor broke in 2 when the surgeon tried to back the cup out. Tha procedure delayed less than 5 minutes.